Event description:
It was reported that during a da vinci-assisted surgical procedure, multiple errors occurred. The technical support engineer (tse) was contacted for support. Tse could view multiple c-38, m-11 and m-18 errors in the logs. Tse guided through a power cycle, but the issue returned. Tse confirmed that the main cable was connected to a dedicated or main socket. Tse also confirmed that no backup cable was present. Tse advised an alternative davinci vision side cart (vsc) from the site could be used and caller confirmed they were all in clinical use. The customer unprompted completed a power cycle and restarted the system, tse advised that no errors were detected on a system level. The customer lowered the monopolar setting to classic and could again utilize the generator. The procedure was completed with no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.